Manufacturer narrative:
Per the clinic, the patient underwent a wound revision surgery on (B)(6) 2024.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2024, to have the site cleaned due to wound not healing. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 09, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics on (B)(6) 2024 (specific duration not reported) and was placed under general anesthesia on (B)(6) 2024.